Event description:
It is reported that the patient was notified of recall in (B)(6) 2012. The patient has had pain and stiffness on the left side off and on for the past year. The patient is scheduled for medical testing .

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate/abgii neck. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Device history review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
It was reported that the patient had adverse local tissue reaction during revision of left hip.